Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the arterial sheath of the neuroprotection system (nps). An additional stent was used to cover the dissection. Additional information received indicated that after the dissection event, the tip of the dilator looked to be rough/frayed at the edges. There were no health consequences or impact to the patient.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.